Event description:
During an implant procedure, the right atrial (ra) lead was having difficulties being connected to the header of the device. When the ra lead was inserted fully, a high pacing impedance was observed. The ra lead was removed from the header and a header anomaly was suspected to be the cause of the event. Upon inspection, blood was observed to be in the header of the device. Additionally, an alert for high defibrillation impedance was observed. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field events of impedance and a header anomaly were confirmed. Visual analysis showed the atrial ring spring was dislodged and pushed into the atrial lead bore. The analysis revealed no evidence of device contamination. The dislodged spring was caused by a manufacturing anomaly.